Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external defects or damage. The unit was found to visually and audibly alarm during alert conditions. The device was able to obtain spo2 and pulse rate readings. The device was left on ac power for 4 hours with no observed power issues. However, the device was able to power on using ac power only. The device was not able to power on via battery and was not able to remain on when switching between ac and battery power due to a disconnected negative battery terminal. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the rad-8 device keeps shutting off. No patient impact or consequences were reported.